Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient receiving intrathecal unknown baclofen (lot number, type, concentration, and dose unknown) via an implanted pump for multiple sclerosis and intractable spasticity. The patient's medical history and concomitant medications were not reported. The patient experienced altered mental status, confusion, and drowsiness. The patient was admitted to the medical center from the nursing home for altered mental status. It was noted he was previously admitted to a different facility for :presumed baclofen toxicity". The patient had his pump filled on (B)(6) 2016 and then it "leaked out". Apparently there was some question at the patient's nursing home that the pump was empty or that it had leaked. The patient then went back to have it checked on (B)(6) 2016. The patient presented to a different hospital on (B)(6) 2015 and they felt his altered mental status (confusion/drowsiness) was due to "baclofen toxicity" the was discharged on (B)(6) 2016 and then went to the current hospital on (B)(6) 2016 after the nursing home noticed similar symptoms. The hcp's working theory was that the symptoms the p atient was currently experiencing were likely not pump related, but she was looking for more information to determine that. It was unknown if the symptoms were related to the device. The reporter would contact the managing physician for further direction. No interventions were mentioned and the change in therapy/symptoms was sudden. The patient was currently hospitalized. Drug information (lot number, type, concentration, and dose), other medications the patient was taking at the time of the event, pertinent medical history, the cause of the event, diagnostics performed with results, actions/interventions taken to resolve the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.